Event description:
It was reported that during a prostate procedure, @ 51,235 joules, the nurse noted that the fiber would overheat even when the doctor was not near tissue and the system (laser) would go into standby. The procedure was completed using a second fiber. Patient or user outcome "ok, no harm to patient" reported. Joules used 293,283 (total). Time expended 28.4 minutes (total).

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.